Manufacturer narrative:
The menu button does not respond. There are particles inside the housing of the menu button. The particles temporary isolate the area of contact inside the button housing. Due to this problem the menu button does not respond and is without function.

Event description:
On (B)(6) 2014, it was reported that the menu button on the patient's infusion device was not fully functioning on an intermittent basis. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.